Event description:
At the 1 month follow-up, the device would not interrogate. In addition, there was no magnet response.

Manufacturer narrative:
October 7, 2009the analysis on this device is pending.

Manufacturer narrative:
The analysis on this device is pending.(B) (4)

Event description:
At the 1 month follow-up, the device would not interrogate. In addition, there was no magnet response.